Manufacturer narrative:
(B)(4). UDI # unknown the actual complaint product was not returned for evaluation. The device history record for the reported lot number, m4321t508, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
This is the first of two reports involving two separate products. Refer to report 8030647-2016-00023 for the second report. A report was received from spain stating the user noted the closed suction catheter thumb valve leaking. Additional information received 04-feb-2016 stated that there was actually no reported patient injury. The nursing staff promptly took notice and removed the catheter. The nursing staff observed that it is when they pressed the thumb valve harder that they had the problem.